Manufacturer narrative:
Evaluation of the returned pod8 confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly ddt was fractured off and the embolization coil had offset coil winds at its proximal end. This damage was likely due to forceful retraction of the device against resistance. If the device is forcefully retracted against resistance during use, the ddt may become fractured off and the embolization coil may detach from the pusher assembly. Further investigation revealed that the pusher assembly was kinked, and the pet lock was damaged. This damage was likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02514 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-02514.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery using pod coils, pod packing coil (pod pc), and a non-penumbra microcatheter. During the procedure, the physician experienced resistance while making several attempts to advance and form a pod coil in the target location. Subsequently, upon retracting, the pod coil detached in the middle of the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed and the coil was flushed out. The physician then inserted the same microcatheter and placed a non-penumbra coil in the target location. Next, the physician experienced resistance while advancing a pod pc inside the introducer sheath. Therefore, the pod pc was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.